Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause investigation is in progress through renq-CAPA-(B)(4). Renal qe, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take action as appropriate.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown; therefore, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) assisted the caregiver (cg) to clear the error and informed the cg of the alarm's meaning. The home patient (hp) would carry the amount that she had for the day fill. There was patient involvement. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. The cg stated that the issue was resolved by ending therapy, however, the cause of the alarm remained unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that they had discarded the supplies after therapy and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.